Event description:
It was reported that one oversensed beat was occuring during the impedance test. It was also noted that one day post implant the left ventricular lead was noted to have "pulled back a little" and the threshold rose. The device remains in use. The pacing configuration was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).